Manufacturer narrative:
An event of device embolized into descending aorta and mild dissection in left common iliac artery was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, an atrial septal defect (asd) closure procedure was performed. Under transesophageal echocardiogram (tee), it was discovered that the patient had two small asds: one posterior, one anterior. The posterior defect was measured to be 13mm, using a 18mm amplatzer sizing balloon ii. The anterior defect was measured to be 5.5mm, using a 18mm amplatzer sizing balloon ii and had a 1mm aortic rim at its most anterior point and was oval-shaped, extending posterosuperiorly across the septum. A 14mm amplatzer septal occluder was implanted on the posterior defect, using an 8f amplatzer trevisio intravascular delivery system. A 07mm amplatzer septal occluder was implanted on the anterior defect, using the same 8f amplatzer trevisio intravascular delivery system. Both devices passed the push/pull test to confirm sufficient tissue capture and stability and were released, respectively. On (B)(6) 2023, it was observed that the 07mm amplatzer septal occluder had embolized and was found in the descending aorta. The patient experienced mild dissection in the left common iliac artery. The physician suspects the cause of embolization was due to aneurysmal septum. The device was able to be removed via transcatheter snare. The patient is reported to be stable and was discharged.